Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07868. It was reported the patient was experiencing ineffective stimulation. Reprogramming was unsuccessful. Surgical intervention was undertaken on (B)(6) 2019 where the s2 leads were explanted and replaced at s3. Issue resolved.